Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they inflated the balloon dilation catheter to a certain amount, but it burst. On visual inspection, the balloon part was wrinkled and crushed, so they could not confirm the damage. Meter part of main body. The base was cracked and came off.

Event description:
It was reported that they inflated the balloon dilation catheter to a certain amount, but it burst. On visual inspection, the balloon part was wrinkled and crushed, so they could not confirm the damage. Meter part of main body. The base was cracked and came off.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one inflation device was returned to atrion inside a plastic bag. Upon receipt of the complaint device a visual inspection was conducted. During the visual inspection, it was noted that the gauge was broken from the inflation device housings at the glue plug area (figure 1). The needle on the gauge was also noted to be within the zero position (figure 2). However, functional testing could not be performed on the inflation device due to the gauge being detached from the inflation device body. Also received 3 photo samples. First photo sample shows top view of balloon catheter and eagle inflation device. Second photo sample shows end of balloon catheter with deflated balloon. Third photo sample shows breakage point for eagle inflation device. Based on photo and physical sample received the reported event is confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inappropriate package design. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.